Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be according to spec and as expected. No new risk recognized.

Event description:
During essential tremor treatment, patient reported numbness tongue and tips of all 5 fingers on treated hand. At the end of the treatment, numbness in fingertips and tongue persisted.